Event description:
There was no pt involved in this event. This device malfunctioned because the device would not power-on. A device in this fault mode, if left undetected, could result in the failure of the device to perform as intended, if required.

Manufacturer narrative:
On receipt of the returned pad-pak, the voltage was measured and found to be zero, confirming the fault. The fuse was tested in the battery pack and was found to have blown. This would cause the pad device to not power on. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.